Manufacturer narrative:
H.6. Investigation: samples and photos received for investigation, four 3ml syringes are received, 1 from lot number 0195438, 2 from lot number 0253535, and 1 with unknown lot number. No defects or leakage found for the unknown and lot 0253535 syringes, however leakage was observed for syringe lot number 0195438. Additionally, retention samples were analyzed for both lot numbers, for the two batches there are roughness in the different cavities, some more pronounced than others, visual inspection of molded components both batches are non-conforming, subsequently the leakage test was carried out with the max zero device where all the cavities that presented roughness presented liquid leakage to a greater or lesser extent, both batches are ruled as non-conforming. Furthermore, during the documentary review of batches 0195438 and 0253535, no quality events were found during the manufacture of the products, the batches were inspected and subsequently released in accordance with the current work instructions. The failure mode is confirmed, possible root causes is failure to visually inspect the molded parts of the syringes, failure in the temperature of the mold and problems in the injection process. H3 other text : see h.10

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked at the end of the gentamicin infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "yesterday, we encountered a leak while using bd 3 ml luer lok syringe (ref 309657) when attached to the bd maxzero microbore extension set tubing (ref mz9267). Gentamicin was infusing in a patient over 30 minutes and at the end of infusion, fluid was noted on the syringe, tubing, and IV syringe pump. Patient was not harmed."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok" tip disposable syringe leaked at the end of the gentamicin infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "yesterday, we encountered a leak while using bd 3 ml luer lok syringe (ref 309657) when attached to the bd maxzero microbore extension set tubing (ref mz9267). Gentamicin was infusing in a patient over 30 minutes and at the end of infusion, fluid was noted on the syringe, tubing, and IV syringe pump. Patient was not harmed."